Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 127 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6)2017, a back to back blood test was performed fasting by the customer and produced test results of 227 and 2449 mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 9/16/2018 and open vial date is one week ago. The meter memory was reviewed for previous test result history. (Date/time not stored correctly): (B)(6). Customer is concerned with the high results from his meter.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 127 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 227 and 2449 mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 9/16/2018 and open vial date is one week ago. The meter memory was reviewed for previous test result history. (B)(6) . Customer is concerned with the high results from his meter.